Manufacturer narrative:
This report is for an unknown artificial disc replacement/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent removal of artificial disc replacement: prodisc-c due to the appearance of the artificial disc. The device was eccentrically placed to the right with nonparallel hardware. On extension, there is collision and a 3mm offset of the posterior-most disc components. Procedure and patient outcome are unknown. This report is for one (1) unknown-artificial disc replacement: prodisc c. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation was performed by exponent upon receipt at exponent, the implant was identified as (B)(6). The polyethylene inlay was still attached to the inferior end plate upon arrival at exponent. The components were disassembled for further analysis. All components ( two end-plates and one polyethylene inlay) weer ultrasonically cleaned in soap and de-ionized water, rinsed, and sterilized using a 10% bleach (clorox) solution. All retrieved device components (superior end plate, polyethylene inlay, and inferior end plate ) were examined microscopically for signs for wear and damage. The polyethylene inlay and inferior end plate showed sign of iatrogenic damage. The articulating surface of the superior and inferior end plates had evidence of a bio-film that was not removed during cleaning. The backside surface of the superior and inferior end-plates had remnants of bone. All three components had evidence of impingement. Mating marks consistent with impingement were observed on all components. Machining marks weer observed on the backside of the polyethylene inlay. The articulating surface had evidence of burnishing and multi-directional scratches. The snap look of the polyethylene inlay had iatrogenic damage and appeared rounded when compared to as never implanted control a review of manufacturing evaluation record showed that there were no nonconformances or issues during the manufacture of the product that would contribute to this complaint condition. All three components had damage consistent with impingement. The difference between the drawing measurements and the retrieved pdc-rd-0002 are 0.05 mm (m-l), 0.01 mm(a-p), and 0.02 mm (height). The height loss of the inlay was found to be within manufacturing tolerances. It might be possible that loss of height was occurred during explanation of implant. And it is possible that the height loss of the inlay can lead to the migration of the implant. But the complaint for migration can not be confirmed since there is no xrays/visual evidence were provided which confirm the shifting of the implant during or after implantation. The damage mechanisms observed on the pdc-rd-0002 are consistent with damage mechanisms seen in previously analyzed retrievals. Based on the observations and incomplete clinical information, additional analysis are not expected to further the understanding of how the prodisc c disc replacement performs clinically. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number 09.820.025s , lot number: 6385238, date of manufacture: 05/19/2010, place of manufacture: brandywine plant. Part expiration date: 04/2012 the device history record(s) showed that there were no nonconformances or issues during the manufacture of the product that would contribute to this complaint condition. Product was shipped to the vendor for sterilization. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.